Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent a revision on (B)(6) 2013, to reposition the cervical lead, due to lead migration. An sjm representative follow-up with the patient and it was reported that the patient is experiencing post-operative pain and the patient would like to postpone programming. No further information is available at this time.